Event description:
It is reported that the surgeon was unable to successfully implant the liner. A duplicate liner was opened and inserted successfully.

Manufacturer narrative:
This report will be amended when our investigation is complete.